Event description:
The user in (B)(6) reported the one touch verio pro meter was giving the error 1 error message during testing. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the error message issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/6/2013)-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on 5/18/2013. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown. It was noted the subject meter did not have a battery when it was returned.